Event description:
When performing an evar on a (B)(6) year old patient, the valve began to leak between the gray and blue part of the valve. The zenith flex aaa endovascular graft bifurcated main body remained inside the patient's body as intended. The patient was required to have an exchange of the sheath. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.